Event description:
It was reported that a 24mm amplatzer septal occluder was selected for implant on (B)(6) 2022, in a patient with a atrial septal defect with left to right shunt. An amplatzer trevisio delivery system was used. It was reported that during the procedure, upon release from the delivery cable, the occluder embolized upwards to the pulmonary vein. The occluder was successfully retrieved using a an unknown gooseneck snare. The procedure was aborted the defect was sized using transesophageal echocardiogram (toe) and a 24mm sizing balloon. The patient remained hemodynamically stable throughout the procedure. The patient required overnight observation but recovered well and had been discharged at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident is consistent with a device mis-sizing. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.